Manufacturer narrative:
(B)(4). Results: (restenosis). (Based on the information provided no root cause can be determined). Conclusions: no conclusion can be drawn (based on the information provided no root cause can be determined).

Event description:
A driver sprint rapid exchange coronary stent system diameter 3.5mm length 24mm was deployed to the proximal rca. Ivus check confirmed full apposition to the vessel wall. Approximately 7 hours post procedure acute thrombosis was observed at the site where (B)(4) was deployed. Revascularization was performed. The lesion was treated with poba, aspiration of thrombosis, and another stent (B)(4) was overlappedly deployed at distal side of the stent. Ivus check revealed stent was deformed. However, it was later confirmed that there was no strut fracture. It was reported that the operation was considered as successful. Patient was released from the hospital on an unknown date subsequent to the procedure. No additional clinical sequelae were reported.